Manufacturer narrative:
Device evaluation. Visual inspection revealed that the device was returned disassembled. No mobile core was returned, so it was unable to be reassembled to replicate the potential issue. Potential cause root cause was unable to be determined. This event could possibly be attributed to turning the knob too far on the inserter, adjusting the insertion path during insertion, pulling back on the implant during insertion, or otherwise applying off-axis forces to the implant during insertion. DHR review per DHR review, the part was likely conforming when it left zimmer biomet control. This device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that the superior plate detached from the inserter during insertion in the disc space intra-operatively. The device was removed and replaced with another mobi-c device to complete the procedure without patient impacts.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the superior plate detached from the inserter during insertion in the disc space intra-operatively. The device was removed and replaced with another mobi-c device to complete the procedure without patient impacts.